Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, one opening linear on the posterior, broken on the plug strap, red particles on the shell and white particles in the shell. Microscopic analysis was performed which identified: one sharp opening on the posterior and broken sharp on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior due to an unidentified (tear) opening and a sharp broken on the plug strap due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "rupture," capsular contracture, baker grade iii and implant exchange from textured to smooth implants due to the patients concerns of the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side "rupture," capsular contracture, baker grade iii and implant exchange from textured to smooth implants due to the patients concerns of the product. Device remains implanted.